Manufacturer narrative:
(B)(4). No conclusion code available. Final analysis found the reported inability to communicate with the device was confirmed in the laboratory and was due to low battery voltage. The low battery voltage was caused premature battery depletion. Based on the available parameter and usage information, a longevity calculation was performed and was found to be below the expected limits. The device was tested on the bench as well as using automated test equipment and no anomalies were found. The original battery was returned to the vendor for further evaluation and no anomaly was found. The cause of the premature battery depletion could not be determined.

Event description:
It was reported that when the patient presented to hospital after feeling lethargic, device could not be interrogated. Pre-mature battery depletion was suspected. Device was explanted and replaced. No further information was available.